Event description:
During an ovarian cystectomy procedure, while attempting to remove the ovary from the patient, the pouch tore. Case completed with another device of the same product code. No patient consequence.